Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor that was not entering warmup when attempting to pair with the ilet, and upon connecting with support, the sensor entered warmup without further intervention. Investigation of this case revealed normal device behavior once the session began and no reproducible malfunction. No clinical symptoms or adverse health effects reported at the time of call. Outcomes included no impact on therapy, no medical attention, and no interruption of insulin delivery. It was concluded that the event was not device-related and no further action was required.